Manufacturer narrative:
The reported event could be confirmed. The device is deformed at the level of the threads such that the metal of the distal two lines of the threading is welded together. Since some threads of the device are welded together, it is not possible to attach it to the targeting arm anymore. The deformation of the thread could have been caused by the application of an important force on an improperly engaged delta strike plate on the targeting arm. This leads to the conclusion that this event was due to a user related root cause. However, in order to avoid this kind of events in the future, and nonconformity was opened to further optimize the design of the device. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that the impact or extractor handle for t2 alpha was damaged during surgery. The nail was removed and the surgery was completed with the standard recon nail. Procedure was completed successfully with no reports of surgical delay or adverse consequences.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
It was reported that the impact or extractor handle for t2 alpha was damaged during surgery. The nail was removed and the surgery was completed with the standard recon nail. Procedure was completed successfully with no reports of surgical delay or adverse consequences.